Manufacturer narrative:
Device passed self test and displacement test. Software error found in the pump history (line number = 3508 and file number = 26) due to software error. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 332 mg/dl at the time of incident. Customer's mother reports they were able to clear the alarm and able to rewind the pump. Customer's mother report self test did not passed they got another pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.